Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. Evaluation summary: the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that the distal conductor was distorted, there was blood/body fluid on several conductors (not obstructed), the defibrilation conductor was fractured (overstress), there was blood/body fluid on the outer tubing overlay, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and the helix/lobe was distorted/bent.

Event description:
An allegation from an attorney indicated the patient is deceased and further noted "death associated with explant."

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the patient is deceased and further noted that the "lead had exhibited a fracture and/or was explanted.